Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was receiving effective therapy after the power on reset (por) was cleared. It was noted that the patient goes for radiations often and sometimes it set off the informational por¿s which the patient was able to clear as well. The patient eventually knew how to do it.

Event description:
The company representative saw a 0x400 power on reset (por) when reading with the 8840 (clinician programmer). The patient has been having radiation treatments of the sacral/anus area. These events have occurred following radiation treatments: radiation on wednesday, por appeared on thursday, company representative met with patient on (B)(6) to clear por; then patient had radiation on (B)(6) the por occurred. A por 0x400 was cleared on (B)(6) 2014. The por¿s never occur prior to the radiation. Additional information has been requested to obtain patient outcome. If additional information is received, a follow-up report will be sent.